Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 16mm x 4cm balloon. The balloon was returned detached from the catheter. The distal end of the balloon had been pulled through the proximal end, resulting in the balloon being prolapsed over itself, likely indicating retraction issues. Unraveled fibers were present on the very proximal and distal ends of the balloon. The balloon catheter weld bond was examined under microscopic magnification. The weld bonds appeared to be consistent around the entire circumference of the bond, with no defects noted. Both marker bands were present on the catheter; however, they have been dislodged from their original locations. Kinks in the catheter were observed throughout the length of the device. After review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user facility. No other anomalies were noted on the returned device. Functional/performance evaluation: no further functional testing could be performed due to the poor sample condition (i.e. Detached balloon) medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a balloon detachment, unraveled balloon fibers, retraction problems and dislodged marker bands based on the condition in which the sample was returned. The balloon was partially inflated within a stent and there may have been an interaction between the stent and balloon which contributed to the detachment and retraction issues. The definitive root cause for the balloon rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the atlas gold pta dilation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over-the-wire through the introducer sheath. Use of a gentle clockwise motion may be used to help facilitate catheter removal through the introducer sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of an in-stent restenosis in the iliac vein, the pta balloon allegedly detached at the butt joint of the catheter as the health care provider(hcp) was pulling the partially inflated balloon back through the restenosis. Reportedly, the hcp used a snare device to retrieve the detached balloon segment successfully. The balloon catheter was exchanged over the guidewire for another that was used to complete the procedure. The iliac vein was reported to be patent with good blood flow post angioplasty. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of an in-stent restenosis in the iliac vein, the pta balloon allegedly detached at the butt joint of the catheter as the health care provider(hcp) was pulling the partially inflated balloon back through the restenosis. Reportedly, the hcp used a snare device to retrieve the detached balloon segment successfully. The balloon catheter was exchanged over the guidewire for another that was used to complete the procedure. The iliac vein was reported to be patent with good blood flow post angioplasty. There was no reported patient injury.